Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted due to an episode of meningitis. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. The patient is recovering well following explantation and antibiotics treatment. This is a final report.

Event description:
The recipient was implanted on (B)(6) 2018 and since implantation vertigo has been reported. Therefore, activation has not been possible. No accident or trauma has been reported. Per internal registration information, a full insertion was achieved at implantation. In situ measurements taken at implantation surgery after wound closure showed impedance on all channels within normal limits. An x-ray showed that the electrode placement was fine. The device was explanted on (B)(6) 2018. As per new information received, the user had meningitis and was consequently explanted. There are no cochlear malformations observed. After the explantation the recipient is recovering very well. It was additionally reported that vaccination against meningitis, as well as other vaccinations, were not documented in the patient's medical history. No previous episode of meningitis was observed. No gusher was observed during implantation. The electrode array was found fully inserted at explantation. After 12 days on antibiotics, a lumbar puncture showed no more bacterial meningitis development in cerebrospinal fluid. Previously, an ear swab detected streptococcus pyrogens a.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was implanted on (B)(6) 2018 and since implantation vertigo has been reported. Therefore, activation has not been possible. No accident or trauma has been reported. The device was explanted on (B)(6) 2018. As per new information received, the user had meningitis and was consequently explanted. After the explantation the recipient is recovering very well.